Event description:
It was reported that the customer experienced an intermittent elevated blood glucose (bg) and on (B)(6) 2026 went to the emergency room with a blood glucose of 400 mg/dl and ketones. Cause of elevated bg was unknown. Customer was treated with saline. The customer was released later the same day with the issue resolved and no permanent damage. A system check was completed and no pump issues were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.